Event description:
The physician was treating a lesion in the mid-distal rca which exhibited severe calcification and 90% stenosis. The lesion had been pre-dilated prior to the attempted stent placement. The stent had been inspected prior to use with no abnormalities noted. It is reported that the stent could not cross the lesion. The physician dilated the lesion again and changed a new device, of the same size, to complete the procedure. No patient injury reported. As only the stent was returned for evaluation additional information was requested and it was confirmed that the stent had become deformed in vivo and dislodged from the delivery system in vitro. Device evaluation: no stent delivery system was returned. The returned stent was severely deformed. Cine image review: procedural images show the high level of stenosis and calcification in the target rca vessel. There appears to be a high level of diffuse disease throughout the vessel. The images show pre dilation of a lesion towards the distal section of the rca. The images also show multiple stents implanted in the target rca vessel and the formation of a jacket in the rca vessel. The attempted delivery and subsequent withdrawal of the reported device are not included in the procedural images. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: stent deformation, high level of stenosis and calcification in rca. (B)(4).